Event description:
The reservoir was used for drainage after a lumbar foraminotomy. Patient developed inflammatory reaction six days following surgery with subsequent wound disruption and infection. Antibiotics were administered followed by incision and drainage.